Event description:
A case report summarized in a journal article reports that three mos following intraocular lens (iol) implant surgery, a pt complained of unpleasant visual phenomena at night in form of multiple rays of light that radiated toward the left from artificial light sources. Reading was difficult and glare from care headlights was unpleasant when traveling as a passenger after dark. A 48-hr trial of miotic therapy was poorly tolerated causing headache and ocular irritation. An iol exchange was offered but declined. The authors suggest that an eccentric capsulorhexis likely contributed to the reported symptoms by leaving part of the optic edge and one haptic insertion uncovered by the anterior capsule.